Manufacturer narrative:
The synergy xd mr us 4.00 x 28mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found at the lasercut region there was a fracture (core-wire visible at fracture site) 107.4cm distal to distal end of strain relief. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 4.00 x 28mm synergy xd drug eluting stent was advanced for treatment. However, the hypotube broke in half during delivery of the device. The device was removed completely and the procedure was completed with a with 4.00 x 28mm stent. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 4.00 x 28mm synergy xd drug eluting stent was advanced for treatment. However, the hypotube broke in half during delivery of the device. The device was removed completely and the procedure was completed with a with 4.00 x 28mm stent. There were no patient complications reported.